Event description:
According to the reporter, during robotic lap sleeve gastrectomy, the device screen went completely black after third firing and went dead when trying to retract knife blade and open jaw. Jaws were locked on the tissue. It was removed through manual retraction tool. Surgeon was able to finish procedure with another signia handle with no issues. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.